Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not pass defibrillator test due to electrodes failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective capacitor assembly. The reported problem was confirmed. Based on the information available, defective capacitor assembly is replaced with a new to fix the issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after defective capacitor assembly is replaced with a new. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device evaluated by remote service personnel.